Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint received with return of device. Failure (event) observed during analysis. The lead was returned in three segments. External insulation abrasion was noted at 2.0-2.2cm from the distal cut end of the middle segment, consistent with friction to the ICD can. External insulation abrasion was noted at 32.1-32.8cm from the distal tip, consistent with lead friction to another device or heart feature. Internal insulation abrasions were noted at 14.2-15.0cm and 14.3-15.1cm from the distal tip. The etfe coating was intact at these locations. (B)(4). (B)(6).